Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and not detected. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper cable connectivity. A field service engineer reseated the row board cables on drawer controller boards and also reseated the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.